Event description:
It was reported that the patient was unable to charge the ipg. The ipg communicates with the patient programmer but not the charging system. A replacement charging system did not resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
Corrected data: health effect - impact code.

Manufacturer narrative:
The reported event for inability to charge ipg was confirmed. The ipg was able to communicate with a patient programmer. However, the ipg would not charge with the lab charging system. Troubleshooting revealed that the inability to charge was isolated to c44, a capacitor in the full wave rectifier circuit. Since capacitor c44 was degraded, the absorption of rf energy was limited, and charging was disabled. The degraded capacitor c44 was isolated to charging only and had no effect on stimulation output or communication with a patient programmer.